Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced and therapy restored.

Manufacturer narrative:
B1 product problem was checked in the initial report which was incorrectly captured.

Event description:
It was reported that the patient's ipg is not providing 24 hours of therapy between charges. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.